Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 100 units. Reportedly, the customer filled the cartridge with over 300 units. The contact does not know if the customer added additional insulin and was unable to provide the customer's name due to hippa regulations. Recommendation was made to load a new cartridge. There was no reported impact to the customer's blood glucose level.